Manufacturer narrative:
Exact date unknown, event occurred a month after initial implant. Explant date: last year. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074047/7072025.

Event description:
It was reported that the patient had a full system explanted due to infection. The physician believed that the patients infection was not procedure or device related. The patient was doing well postoperatively and the explanted devices were not returned.